Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtw mitraclip was chosen for implantation. Grasping and capturing was difficult. After release of the clip, it detached from the posterior leaflet (single leaflet device attachment (slda)) resulting in tissue damage. Patient was transferred to surgery.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, a cause for the reported slda resulting in unspecified tissue injury and mitral valve insufficiency/regurgitation cannot be determined. The reported difficult or delayed positioning associated with leaflet capture and grasping appears to be due to patient conditions (prolapsed posterior leaflet, thin leaflets and dilated annulus). Image resolution poor was attributed to patient and procedural conditions as difficulties visualizing the clip during the procedure was reported due to a dilated mitral valve annulus. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.